Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: h3, h6. Based on the results of the investigation, it is likely the following led to the malfunction: fluid invasion and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the image was black without presence of an error code with the subject device. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.